Event description:
It was reported that the device was in use with a pt. The hub of the tubing connection closest to the pt reportedly developed a crack. No blood loss occurred but leaked IV fluid into the pt's blankets. As a result of the intra venous fluid not infusing properly through the tubing the peripheral IV catheter clotted off, a new piv was placed at another site, and the IV tubing was replaced. No further incident related medial sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.